Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was not detected on the communication bus. The customer reported that the malfunction occurred while user trying to issue medication to patient. There was delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator locking mechanism had failed and was unable to open due to damaged mini switches. A field service engineer (fse) replaced the mini switches in the remote manager and readjusted the hasp and housing because of misalignment. The system functioned as intended after the field service engineer repaired the device.